Manufacturer narrative:
Evaluation: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported on medwatch (B)(4) that the surgeon was using the device and cut tissue, but the device would not open the jaws back up. There was no patient injury. Additional information regarding how the device was removed from the tissue and how the procedure was completed is unknown.